Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system displayed an object reference error: "not enough internal storage" and kept shutting off while in use. A field service engineer reimaged the station, performed data synchronization and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system displayed object reference error "not enough internal storage" and unexpectedly stopped responding while in use. The customer stated that the reported malfunction had affected nursing while a user was trying to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to low internal storage space. The field service engineer had configured to restore the service, synchronized the data and preventive maintenance were done to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system displayed object reference error "not enough internal storage" and unexpectedly stopped responding while in use. The customer stated that the reported malfunction had affected nursing while a user was trying to issue medication to a patient. There were no adverse events or injuries reported based on this event.